Event description:
Rv lead impedance appears to have decreased significantly yesterday then returned to baseline (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).